Manufacturer narrative:
Trackwise (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/25/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000456892 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported while the patient was in the or but before the procedure started, the vasoview hemopro 2 and noticed the tip of the plastic material broke. The procedure was completed with a new device. There was not a procedural delay. There was no patient harm or effects of the defective device, we swapped for a different device as soon as the defect was noticed upon inspection of device prior to use.